Event description:
The customer reported the generation of 12 (twelve) false low ise (ion selective electrode) patient results with g flag which includes sodium (na), chloride (cl) and potassium (k) on their au5800 clinical chemistry analyzer. The results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. Note: per au5800 instruction for use a98352ac, chapter 7 flags: g flags means ¿result is lower than the analytical measuring range¿.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found the sample probe tip slightly bent. The failure mode was identified as the sample probe. The fse replaced the sample probe to resolve the issue. No further issues were noted after part replacement. The system returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).